Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Valid phone number not provided.

Event description:
Philips received a request from ireland's department of health on the following issue: defibrillator not able to read patient rhythm as ¿interference'. They wish to have a response to their questions. The patient was involved but there was no adverse patient impact.